Event description:
The customer reported that the touch screen was not working, an error code appeared and the machine locked up, also the orbital lock is broken.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.